Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient stated something seems to have gone wrong with the interstim as they have encountered a maximum settings reached message when trying to increase amplitude. Patient stated they have had some changes to their bladder area from penile surgery. (B)(6) had a penile implant and an artificial urinary sphincter. That surgery was unsuccessful and the stitches came apart, bacteria got in there and patient went on antibiotics and a PICC line in the arm. (B)(6) 2023, had to have surgery to remove and clean it all out and start again. That has left patient more incontinent than they were before. Patient tried to increase the stimulation from 1.4 to 1.5 and encountered maximum settings reached message. Agent reviewed changing programs. Patient encountered maximum settings reached error on all 7 programs at amplitudes ranging from 0.4 to 0.9. Patent reported they had no falls or traumas aside from the penile surgeries. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. On 2023-apr-24 additional information was received. The patient reported that the cause was determined to be damage done during the urological surgery. It was not fixable. They have to take it out in the future.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.